Manufacturer narrative:
(B)(4).

Event description:
It was reported that two days after inserting the intra-aortic balloon (iab) into the left femoral artery, helium loss alarm sounded. The user suspected kinked catheter gas line; however, no kink was found. Later helium gas alarm rang multiple times and reverse blood flow was observed in driveline tubing. Therefore, the iab was removed along with the sheath. A new iab of another brand was inserted into the right femoral artery. No health damage was observed on the patient. There was a 20 minute delay in intra-aortic balloon pump (iabp) therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as patient under observation.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 7.5fr ultraflex iab. Upon return the short driveline tubing was cut off at the iab bifurcate. The cut portion of the short driveline tubing was connected to a 40cc inflation driveline tubing. The one-way valve was tethered to the short driveline tubing. Blood was observed on the interior of the driveline tubing. The distal end of the teflon sheath was approximately 12.7cm from the iab distal tip. A tear was observed on the distal end of the sheath starting at approximately 12.7cm from iab distal tip and was noted to be approximately 0.5cm in length. Buckling of the teflon sheath was observed starting at approximately 24.6cm and ending at approximately 27.75cm from iab distal tip. The sheath sidearm was cut off close to the sheath hub. Blood / decon was observed on the exterior of the bifurcate, cathgard, sheath and on the interior of the bladder membrane. The bladder was fully unwrapped. A bend was noted approximately 4.7cm from iab distal tip. The one-way valve was tested and passed. See other remarks section for continuation. Other remarks: a vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The leak test could not be performed due to the blockage within the iab outer lumen. A lab-inventory 0.025 inch spring wire guide (swg) was front loaded through the iab luer end and met resistance at approximately 28.3cm. The swg then exited the iab through the distal tip while excreting blood through the distal tip; blood exited with the swg. The swg was back loaded through the iab distal tip. Resistance was noted at approximately 5.5cm from iab distal tip. Blood exited with the swg. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the swg into either end. Another attempt to aspirate and flush the catheter was successfully completed after clearing the blood clot. The outer lumen was confirmed to be blocked by a blood clot. Using lab inventory supplies, the bladder was able to be inflated and a leak site was found at approximately 13.0cm from the iab distal tip. Under microscopic investigation, a full thickness abrasion was confirmed at the leak site location. The abrasion is consistent with repeated contact with calcified plaque. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. The iab bladder had a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that two days after inserting the intra-aortic balloon (iab) into the left femoral artery, helium loss alarm sounded. The user suspected kinked catheter gas line; however, no kink was found. Later helium gas alarm rang multiple times and reverse blood flow was observed in driveline tubing. Therefore, the iab was removed along with the sheath. A new iab of another brand was inserted into the right femoral artery. No health damage was observed on the patient. There was a 20 minute delay in intra-aortic balloon pump (iabp) therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as patient under observation.